Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the universal battery charger (ubc) started smoking and would not turn on at the clinic. The patient was issued a loaner ubc and the old ubc was planned to be returned for repair.

Manufacturer narrative:
This event was determined to be supplemental information to MFR# 2916596-2024-52404. The investigation findings will be covered under MFR# 2916596-2024-52404.